Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that the gauge reading inaccuracy issue occurred. The target lesion was located in a coronary artery. A 26 encore balloon catheter inflation device was used for inflation. During the procedure, after the contrast media was set, pressure was added to the balloon. However, it was noted that the gauge was off, indicating over 26atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual examination of the device observed the gauge needle was reading beyond 26atm. There was media in the flexcilxxx line and the barrel of the device. Functional testing was carried out using a bsc stopcock. During the device locking mechanism, the needle would show an increase in pressure; however, when pressure was released, the needle returned to beyond 26atm. The gauge was indicating beyond 26atm during gauge accuracy test. When the pressure was released the needle returned to beyond 26atm and the pressure indicator read 49.6kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the gauge reading inaccuracy issue occurred. The target lesion was located in a coronary artery. A 26 encore balloon catheter inflation device was used for inflation. During the procedure, after the contrast media was set, pressure was added to the balloon. However, it was noted that the gauge was off, indicating over 26atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.